Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that there was a emergency room visit for high blood glucose levels. Customer went to the hospital for cardiac rehab and was admitted for high blood glucose levels. Customer's blood glucose reading was 638 mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.